Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. This pump underwent routine maintenance testing by "intuvie" provider where it was detected the pump's pressure sensor was not giving occlusion alarm when it was supposed to. Replacing the pressure sensor confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On 04/17/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported that the pressure sensor was not giving occlusion alarm when it was supposed to.